Event description:
A surgeon reported that during cataract surgery, a posterior capsule rupture occurred during I/a (irrigation/aspiration). The surgery was completed as planed. The surgeon noted that the tip had been reused approximately 10 times. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).